Manufacturer narrative:
Reported event: an event regarding inaccurate leg length; discrepancy in post-op length involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: -device history review: a review of the DHR associated with rio 108 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate leg length; discrepancy in post-op length. There were no other reported events for the listed catalog number. Conclusion: the session data from the case was reviewed. An analysis of the surgical results was completed. This analysis indicates that the pelvic array moved sometime after bone registration. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was completing a total hip arthoplasty procedure using the robotic arm interactive orthopedic system. After reaming and impaction was finished, checked/verified the ace checkpoint and it said it was off by 6 cm! (60 mm). We went back in and walked the bone in all 3 plaines (reverified the registration) and it was spot on. The doctor was super happy with the final results (after checking the cup placement with a c-arm and clinically feeling for leg length) even thought the "final results" page said we were 23mm longer then the opposite hip.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthoplasty procedure using the robotic arm interactive orthopedic system. After reaming and impaction was finished, checked/verified the ace checkpoint and it said it was off by 6 cm! (60 mm). We went back in and walked the bone in all 3 plaines (reverified the registration) and it was spot on. The doctor was super happy with the final results (after checking the cup placement with a c-arm and clinically feeling for leg length) even thought the "final results" page said we were 23mm longer then the opposite hip.